Event description:
Caller reported a malfunction on pump, but it did not cause customer's blood glucose level to exceed 500 mg/dl, remaining within a normal range. Customer received assistance with resetting the pump, which resolved the malfunction without recurrence. Caller was advised to continue using the pump and to change supplies after the call due to insufficient insulin for reloading the same cartridge. Customer declined follow-up but agreed to call back if further issues arose.